Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and diagnostic imaging confirmed dislodgement on the left ventricular (lv) lead. On (B)(6) 2022, the physician elected to cap and not replace the lv lead. The patient was in stable condition.